Event description:
A report was received that the patient had lost stimulation. An x ray taken revealed that contacts have dislodged from the paddle lead. The patient will undergo a paddle lead revision.

Event description:
A report was received that the patient had lost stimulation. An x ray taken revealed that contacts have dislodged from the paddle lead. The patient will undergo a paddle lead revision.

Manufacturer narrative:
Additional information was received that the physician elected to replace the patient's entire system. The patient was reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model # sc-1110-02 serial # (B)(4) description: ipg kit (without pull-through tunneler) the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.